Event description:
It was reported that a cannula bent during breast lift and axilla lipo. The device was a candycane 4mm 26cm lg large handle cannula on which the canula bent during surgery. The canula was bent at the neck of handle and tip. There was no patient involvement.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bent tip manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices' photo evaluation completed on march 24, 2022: upon visual evaluation of the image provided in the complaint, the cannula was observed bent. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). Initial report mistakenly reported that the device was received. Correction: device image was received.